Event description:
Reporter indicated a vns therapy pt is experiencing an increase in depression. The patient's pre-vns depression level is unknown. The patient was also experiencing some adverse events reported on medwatch number 1644487-2009-00274, and subsequently underwent vns generator replacement surgery. Good faith attempts to obtain additional information and the product for analysis have been unsuccessful to date.